Manufacturer narrative:
Our fse was on site and investigated the reported issue and found out that the air gas module was leaking from the nozzle unit. New preventive maintenance (pm) kit that includes a new nozzle unit installed and the unit passed pre- use check and other functional tests, returned to clinical use. The received tech log does not indicate any error that may be related a ventilator malfunction. The ventilator failed internal leakage test prior to the event and passed after pm installment. The internal log confirms that the ventilator alarmed for the leakage and generated clinical alarms accordingly. The root cause of the event is probably a worn out nozzle that has to be replaced during pm periodically.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported the ventilator failed internal leakage test during pre- use check. There was no patient involvement. Manufacturer ref.#: (B)(4).